Event description:
Additional information: it was indicated that they did not test the portion of the catheter that was removed. The patient was further noted as doing well/better with much improved response to intrathecal baclofen therapy since the surgery. It was therefore assumed that there was likely a hole in the catheter. The explanted portion of the catheter was disposed of by the healthcare provider.

Event description:
The patient's parents believed the patient experienced a loss of therapeutic benefit and a return of her "startle" reflex following a pump refill in (B)(6) 2012. A catheter dye study/CT scan showed that the catheter moved to the top of the pump, which meant there was a potential catheter leak due to puncturing the catheter during the refill procedure. The hcp elected to perform surgery in order to replace the pump connector and the abdominal portion of the catheter. During the (B)(6) 2012 surgery, the catheter demonstrated good, spontaneous csf flow. The hcp withdrew 3 mls; the flow was good, without any indication of air flowing through the catheter. The patient was sent home from the hospital the following morning without complications. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2007; explanted: unk. (B)(4).